Event description:
It was reported via repair work order that there was a loss of motor functions due to a siderail malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. It was also reported via repair work order that the scale was inaccurate due to load cell malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.